Event description:
It was reported through a survey that while using an unspecified bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes an unspecified number of samples exhibited erroneous results and oil gel globules. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported through a survey that while using an unspecified bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes an unspecified number of samples exhibited erroneous results and oil gel globules. There was no health impact or consequences reported.